Event description:
The customer's father reported that his son experienced high blood glucose results while wearing a pod. He stated that there was nothing unusual about the pod activation process or during wear. At 7:26 am, his son's result was 384 mg/dl, and he took a 1.7 u bolus. He then went to school, and at 7:58 am, he consumed 68 grams of carbohydrate and took a 3.35u bolus. His results were "high" (>500 mg/dl) between 9:57 am and 10:30 am, and his father went to his school and administered a 5u manual injection. At 10:32 am, the pod was deactivated.

Manufacturer narrative:
The returned product was evaluated and no evidence of any manufacturing defect was found. An air bubble equivalent in size to 6-8 units of insulin was found in the reservoir. There was no evidence that the user removed any residual insulin, thus the air bubble was most likely introduced during the initial filling of the pod. Lot acceptance records were reviewed, and the product lot met all acceptance criteria.